Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was uploading the pump to t:connect software, the pump became unresponsive. The customer's blood glucose level was 118 mg/dl. Upon connecting the pump to a power source, the pump turned on. The customer loaded a new cartridge and resumed insulin delivery.